Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 450 mg/dl, while wearing the pod between 24 and 36 hours on the leg. The pod was removed, the cannula was noted to be bent and site was red with an abscess. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.